Event description:
A customer reported to beckman coulter inc. (Bci) that about thirty (30) analytes on the morning control run were out of range on the unicel dxc 800 pro synchron chemistry analyzer. No patient samples were run. No effect to patient or user was reported.

Manufacturer narrative:
Bci field service engineer (fse) observed a slow trickle from the cc sample probe. Fse replaced the t-valve and syringe which stopped the leak. Fse also replaced the wash collar, waste valve, a/b valve insert, reagent t-valve and reagent syringe. Fse cleaned and unclogged mixer inserts and completed all rotary alignments for cranes to reaction wheel. Qc was then performed. As of (B)(6) 2011, the customer has not contacted bci for further assistance on this issue.